Manufacturer narrative:
Per the hosp nurse, a conclusion from this investigation was reported that opa may be just one factor, but there are several other factors that could have caused the irritation. First, the surgery process could be the reason. The surgeon kept a trans-sono-probe (tes), disinfected by opa, in the esophagus of an infant for several surgery hrs. Second, the cleaning and rinsing process could be another factor. The facility did not use any cleaning soap at the cleaning step. They cleaned the sono-probe with just flowing water. In addition, they rinsed it just one time with flowing water. Per the IFU, three separate large volume immersion rinses are required. The local personnel educated the customer on the proper use of the prod per instructions for use. Was in the form of a field correction labeling change.

Event description:
It was reported by a nurse at a hosp, in a foreign country that, an infant suffered esophageal irritation and was unable to swallow milk due to esophageal pain after undergoing a procedure utilizing a trans-sono-probe (tes) that had been disinfected in cidex opa solution. An updated report on the pt condition indicates the event lasted for one day and was a slight esophageal irritation.